Event description:
It was later reported that the patient will not be moving forward with a battery replacement since the patient is doing well with seizure control.

Manufacturer narrative:
(B)(4) - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the patient¿s last battery replacement, she got an infection and was taken back into surgery to have the device and incision cleaned out. The device was placed back in the pocket and moved more towards the right side. The patient got the infection again and the device was explanted. The date of when this infection is unknown. Patient has now been referred for a new battery implant. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.